Event description:
Reporting status: serious injury - required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via study that a pt had a new angioplasty performed; therefore, it appears that restenosis occurred with the xience stent. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that restenosis, as noted in the xience v instructions for use and risk assessment matrix is a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) qualify deficiency. Although a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined there does not appear to be an indication of a product quality deficiency.